Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04080. It was reported that rotawire detachment occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were selected for use. During preparation, it was noticed that the rotawire became detached. Furthermore, the burr became stuck with the wire but was able to be released eventually. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has wire broken due to rotational wear in the middle of the device at 187 cm from the proximal section (the distal section was returned). Also it has the body kinked in the middle of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04080. It was reported that rotawire detachment occurred. The target lesion was located in the coronary artery. A 1.25 mm rotalink¿ plus and a 330 cm rotawire¿ and wireclip¿ torquer were selected for use. During preparation, it was noticed that the rotawire became detached. Furthermore, the burr became stuck with the wire but was able to be released eventually. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.